Manufacturer narrative:
(B)(4). Date sent: 11/29/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the eps03 device was received with the shaft sheath damaged and with the electrode tip was not detaches as reported. In addition, a grey foreign matter was received in a separate container. The particle was removed from its container and analyzed with the fourier transform infrared spectrometer (ftir). The particle was determined to be high density polyethylene which is a match to the attachment 1 trident components prc073921, the 5mm sheath blank that is made from the same material. This was confirmed with a comparison to generated particle from a different eps03 device. A probable cause for this type of damage could be that he plastic sheath was bent away due to a side load and then the metal sheath was advanced which skived the inside of the plastic sheath. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 10/27/2021.

Manufacturer narrative:
(B)(4). Date sent: 9/23/2021. This is a analysis for a set of images and video submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is that where an unknown gray piece adhere to a tape can be observed. Image 2: the image provided by the customer is that of the distal tip of what appears to be an probe shaft instrument. No damage could be observed. Video: the video provided by the customer is that where a probe shaft is been used during a procedure. During the video the electrode tip was retracted but when it was retracted a gray foreign matter comes out from the shaft sheath. No conclusion could be reached as to how this issue occurred through photo and video analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u93e09. Additional information was requested and the following was obtained: no piece left in patient. The patient is stable. This is a analysis for a set of images submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is that where an unknown gray piece adhere to a tape can be observed. Image 2: the image provided by the customer is that of the distal tip of what appears to be an probe shaft instrument. No damage could be observed. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that, during a laparoscopic cholecystectomy, foreign matter was found when using eps03 and eph04. There was a broken piece. There is a possibility that the eps03 broke. Another device was used to complete the case. No further information is available.